Event description:
It was reported that the pt underwent a mini-invasive spinal procedure to fuse l5/s1 use cage and posterior fixation. The surgery was initially planned to implant the cage at l5/s1, but the cage was mistakenly implanted at l4/5. Then, the surgeon decided to change the procedure to an open procedure to finish the procedure. The cage which was implanted in l4-l5 remained in the pt.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We do not believe the reported event is associated with medtronic product, we are filing an MDR for notification purposes. The devices in use are lot# w08e0845 and w08k2621. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.